Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the exact cause of the annular rupture could not be determined, however the patient¿s advance age, female gender, history of steroid use, heavily calcified native annulus, and the valve over sizing may have contributed to the event the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported that approximately 50 minutes after the implant of a 26mm sapien xt valve an annular rupture was noted, and the patient expired. The sapien xt valve was deployed in a 50:50 position with mild to trace paravalvular leak. The patient was doing well and there was no sign of any issues both on angiogram and by tee. After approximately 50 minutes after implant the patient¿s blood pressure started to drop. The tee probe was reinserted to check the function of the valve. It was noted that the pericardial cavity was filling with fluid and the patient was beginning to tamponade. The decision to open was made and the pericardial cavity reveled there was blood coming from an annular rupture. As repairs were being made the rupture propagated into the left ventricle up into the left atrium and over into the right atrium. The decision was made to end the procedure and the patient expired on the table. The patient¿s native annulus was heavily calcified and measure 20.4 mm by 28.4 mm on CT. The patient also had a history of steroid use.